Event description:
It has been reported to philips that the system did not boot up. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the system failed to boot. Rse found that the bios battery had failed. Subsequently rse ordered the host pc and hard drive for the customer. The cause of the host pc failure could not be conclusively determined by the supplier's part analysis, however the replacement of the host pc by the customer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.